Event description:
It was reported use of the bd microtainer® contact-activated lancet resulted in a needle stick injury (blade needle) - post use. The following information was provided by the initial reporter: translated to english. The customer stated: "the hcp used lancet on the ear but no bleeding was observed and the hcp was thus rubbing the ear with one hand. During this operation, the hcp stuck the finger of another hand with the needle. Whether this incident occurred before or after pressing the button for the safety feature remains unknown."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. See h10.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported use of the bd microtainer® contact-activated lancet resulted in a needle stick injury (blade needle) - post use. The following information was provided by the initial reporter: translated to english. The customer stated: "the hcp used lancet on the ear but no bleeding was observed and the hcp was thus rubbing the ear with one hand. During this operation, the hcp stuck the finger of another hand with the needle. Whether this incident occurred before or after pressing the button for the safety feature remains unknown."